Event description:
The customer reported a significant drop in battery charge of their device, which led to an unexpected shutdown. Despite this issue, there was no adverse impact on the customer's blood glucose level. Technical support educated the customer about managing the device when it powers down, including resetting various functions manually and ensuring the battery is charging when connected. Additionally, they advised the customer on best battery practices. The customer understood the instructions and agreed to monitor the situation and reach out if the problem continued.